Event description:
It was reported that the right ventricular (rv) lead was replaced due to high pacing thresholds. The rv lead was left out of service inside the patient. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592 implantable pacing lead: (B)(6) 2002. (B)(4).